Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n302499, implanted: (B)(6) 2012, product type: screening device. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n311359, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The manufacturer representative (rep) reported a por on the clinician programmer. There was a code (B)(4). The implantable neurostimulator (ins) had experienced an overdischarge event sometime between (B)(6) 2015 and the time of the report. The patient came into the office on the day of the report for reprogramming and that this was when the por was seen. It was noted that therapy was adequate. It was noted that troubleshooting resolve the reported issue. Other relevant medical history includes spinal pain and failed back surgery syndrome.